Event description:
It was reported that during a gastric bypass, the device was being fired for the fifth time using a gold reload on the stomach. The device transected and cut correctly however one staple was caught on the tissue and the reload; it snagged the tissue and became stuck. There was only one malformed staple and the staple line was complete. The staple was cut with a scissor to remove it. An ec60 long was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.